Event description:
It was initially reported by the company representative that he was having difficulties interrogating a patient at the time of surgery with the patient's generators before and after replacement, but was eventually successful. The company representative moved the wand cord around, which allowed for the interrogation to be successful. The programming system was returned to the manufacturer for analysis. The returned programming wand, hand held computer and flashcard with software were analyzed by the manufacturer. The reported communication issues were confirmed during the analysis of the programming wand. The serial data cable, which produced communication errors, had an intermittent conductor at the handle location. A known good bench serial data cable was substituted and all communication errors cleared. An analysis was performed on the flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. An analysis was performed on the returned handheld and no anomalies associated with the handheld or serial cable were noted during testing using the ac adapter or the main battery with a full charge.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.